Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to lake water. Customer got into lake with the pump on. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.